Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer overestimated on their bolus delivery resulting in the low blood glucose. It was not reported what customer did to address his low bg but bg has been regulated; customer was not incapacitated. Reportedly, customer continued to use current insulin pump for insulin therapy and has manual injects if needed.